Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device was affected after a head trauma.re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected after a head trauma. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by the reported external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. In addition, during explantation surgery the device was found rotated and migrated from its intended position. This is a final report.

Event description:
The recipient_s hearing performance with the device was affected after a head trauma. The recipient has been re-implanted. At explantation, the implant was found rotated and was far away from the mastoid cavity. The electrode lead was dislocated from channel.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. In addition, during explantation surgery the device was found rotated and migrated from its intended position. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient_s hearing performance with the device was affected after a head trauma.the recipient has been re-implanted. At explantation, the implant was found rotated and was far away from the mastoid cavity.